Event description:
It was reported that patient underwent partial knee arthroplasty in 2003. Subsequently, the patient was revised on (B)(6) 2010, due to spread of disease. The femoral component and tibial bearing were removed and replaced to a total knee.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The device information needed to review device history records was unavailable. Current information is insufficient to permit a conclusion as to the cause of the event. This report submitted (B)(6) 2010.